Manufacturer narrative:
Based on information provided and service performed, it was not confirmed that the unit did not meet product specifications. The reported issue was not duplicated. Since occurrence of diagnostic code 1104 was confirmed in the event log, the central processing unit board was replaced as recurrence preventive measures. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pi ventilator to duplicate the reported issue. Testing of the cpu pcba resulted in a no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a check vent backup alarm failed occurred while the device was on a patient. The ventilator kept operating when the alarm occurred. There was no harm to the patient or user. There was no medical intervention provided to the patient. There was no delay to therapy noted. The authorized service provider (asp) confirmed that there was an error code 1104 backup alarm failed message found in the event log.

Manufacturer narrative:
H10 e1 reporting institution phone number - (B)(6). E1 reporter phone number - (B)(6).